Manufacturer narrative:
The t:slim insulin pump user guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred while the customer was sleeping. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer that the auto-off safety feature can be extended or turned off. Customer was not aware of the safety feature and indicated that it would be turned off. Customer stated that safety feature would be discussed with health care provider going forward.